Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon developing a pocket infection. The patient's full cardiac system was explanted and the patient was downgraded from a tri-chamber system to a single-chamber system. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.